Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, the home pt disconnected their transfer set from the pt line of the homechoice set to use the bathroom. When the home pt returned, the homechoice machine had started before they had time to reconnect. The home pt then reconnected their transfer set to the pt line of the homechoice set. Baxter's technical service center assisted the home pt in ending therapy. Therapy was completed with manual exchanges. No pt injury or medical intervention was associated with this incident, per the home pt's spouse.